Event description:
Reporter stated the customer received a result of 5.7 mmol/l on the mobile system. Approximately 5-6 minutes later the customer passed out. It is not known if the customer took insulin based on this result. The customer indicated he had taken his normal dosage of 120 units of an "all day type" of insulin at some point on this day. It is unknown if customer self-treated or received treatment of any kind. On a separate occasion, the customer tested on his mobile system and received a result of approximately 5.5 mmol/l prior to going to the dr's office for a routine visit. The customer alleges there was 5-6 minutes between the approximate result of 5.5 mmol/l and passing out at the dr's office. The customer indicated he arrived at the dr's office and then remembers waking up on a bed at the dr's office. It is not known if the customer took insulin based on the 5.5 mmol/l result. The customer indicated he had taken his normal dosage of 120 units of an "all day type" of insulin at some point on this day. It is unknown if customer self-treated or received treatment of any kind. The customer has fully recovered from these incidents and is currently "normal." The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.